Event description:
An ophthalmic surgeon reported that during an intraocular lens (iol) implant procedure, plastic deposits under the implant which were removed by polishing. According to the surgeon, the implants do no seem to be the cause, it would come from the cartridges. There are three medical device reports associated with this event. This is two of three. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are three complaints logged where the two lots numbers are potentials.. It is unknown which is the complaint lot. The manufacturer internal reference number is: (B)(4).